Manufacturer narrative:
The customer's meter and test strips were returned for investigation. An examination of the meter housing revealed obvious contamination in the strip port. Residues of an invading fluid (blood/qc/cleaning/disinfection agent) were observed on the meter¿s electronics on the mainboard. The returned meter could not be further investigated due to the customer's mishandling. The returned test strips were tested and the customer's allegation of questionable results was not observed during testing of the returned product. All testing with the returned strips produced acceptable results. The investigation could not identify a product problem. Medwatch field d9 has been updated.

Event description:
The initial reporter stated they received discrepant glucose results for one patient tested with accu-chek inform ii meter serial number (B)(6). The customer noted that the inform ii meter had a contaminated test strip port. Controls were run on the meter and passed. At 7:30 a.m., a sample was collected from the patient and was tested in the laboratory, resulting in a glucose value of 140 mg/dl. At 7:39 a.m., a sample collected from the patient was tested with the inform ii meter, resulting in a glucose value of > 600 mg/dl. At 7:42 a.m., a sample collected from the patient was tested with the inform ii meter, resulting in a glucose value of 466 mg/dl. At an unknown time on the same date, a sample from the patient was tested using their own personal meter, resulting in a glucose value of 172 mg/dl. This value was believed to be correct. The manufacturer and model of the patient's personal meter is unknown. At 8:07 a.m., a sample collected from the patient was tested with the inform ii meter, resulting in a glucose value of 172 mg/dl.

Manufacturer narrative:
The test strips were requested for investigation. A replacement product was sent to the customer. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, accu-chek inform ii strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.